Event description:
It was reported there was a possible rotor stall or malfunction. The hcp did not feel that the rotor performed properly during the rotor stall. A dye study and rotor/roller study was performed. The pump was replaced. There were no reported symptoms. The pump contained morphine and bupivacaine. It was further reported the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor gear train anomaly, corrosion and/or wear and/or lubrication. The motor gear train anomaly, stall due to shaft-bearing.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.